Event description:
Predialysis bp 150/80 temp 98.4 pulse 82. Dialysis was initiated at 11:40 am via left subclavian catheter. Bfr 400 cc/min bp 150/80. At noon the pt was checked and bp was 150/88. At 12:30 pm the tech approached the pt to take his blood pressure. Blood was noted on the floor underneath the dialysis chair. The pt had a towel covering his chest. When the towel was lifted to check the subclavian and bloodlines, it was noted that the venous line was separated from the catheter with approx an inch of space between the end of the venous line and the catheter. The pt was placed in trendelenburg position and the blood pump was stopped. The pt was unresponsive with no apparent bp, pulse or respirations. The pt was placed on the floor, CPR was initiated and an IV infusion of normal saline was attached to the catheter. The pt was transported from the dialysis unit to the hosp with CPR in progress. The pt expired at the hosp. After further evaluation it could not be determined how the venous line became separated from the subclavian catheter. The dialysis machine did not alarm prior to the event. A technical evaluation of the machine did not identify any problems with the functioning of the machine.